Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2022 for a right heart catheterization that showed elevated filling pressures and severely decreased cardiac output. They reported shortness of breath upon exertion, mild orthopnea, and lower extremity swelling. Upon examination the patient appeared hypervolemic. The patient was admitted for further evaluation and management. The plan was to diurese the patient and obtain an echocardiogram (echo). The patient was experiencing decompensated heart failure despite left ventricular assist device (lvad) support. The echo revealed right and left ventricular failure as well as aortic insufficiency. A right heart catheterization (rhc) confirmed the right and left ventricular failure and the aortic insufficiency. The patient's right and left ventricular failure was complicated by worsening aortic insufficiency. They were given IV bumex (bumetanide) before transitioning to orals. Their losartan was increased to 25 milligrams (mg) twice per day. The patient was elevated to status 3 on the transplant list and was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including right heart failure that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's right ventricular failure resolved without sequalae on (B)(6) 2022.